Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was placed on an in-house is3000 system for a latex cut test and the scissors cut cleanly through (B)(4) latex. The blade edges were undamaged. Additional observation that was not reported by the customer was a cracked main tube. The distal end of the main tube exhibited a couple of hairline cracks in the axial direction. The cracks were less than .450 in length. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. No other damage found.

Event description:
It was reported that during a da vinci si cholecystectomy procedure the monopolar curved scissors (mcs) instrument was noted to be dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.